Manufacturer narrative:
H 11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided prostate biopsy procedure through normal tissue density using magnum needle. During the procedure, the needle tip was broken. Further it was reported that broken part remained inside the patients body. No coaxial needle was used. Current patient status unknown.